Event description:
It was reported that the atrial lead insulation was breached during the device change out. The patient had chronic atrial fibrillation and the atrial sensing was chronically low. The lead was capped and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.